Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not had low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. On 02/26/2022, the customer alleged power loss alarm. The pump passed the displacement test, active current test, and self test, however the pump failed the sleep current test due to high impedance. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 02/24/2022 at 06:43:43, 06:44:18, 06:44:31, 06:46:25, 06:46:47, 06:47:21, 06:47:41, 06:50:26, 06:50:45, 06:51:03, 06:51:18, 06:51:26, on 02/25/2022 at 12:03:24, 12:03:42, 12:04:31, 12:05:37, 12:05:43, 12:05:56, 12:06:24, 12:06:38, 12:06:45, 12:06:58, 12:07:20, 12:09:12, 12:19:00, 12:19:18, 12:19:20, 12:20:08, 12:20:12, 12:23:47, 12:23:56, 12:24:16, 12:24:53, 12:25:17, 12:25:56, 13:11:30, 13:41:39,13:42:29, 13:42:35, 14:01:53, on 02/26/2022 at 11:03:54, 11:04:35, low battery alarm on 02/24/2022 at 06:44:18, 06:50:45, replace battery alarm on 02/24/2022 at 05:21:00 replace battery now alarm on 02/24/2022 at 05:52:00, 06:02:00, power loss alarm on 02/24/2022 at 06:52:05, insert battery alarm on 02/24/2022 at 06:43:42, 06:43:42, 06:44:30, 06:44:52, 06:47:21, 06:47:41, 06:48:01, 06:51:05, 06:51:48, 21:18:16, on 02/25/2022 at 08:31:02, 12:01:57, 12:03:25, 12:03:44, 12:04:33, 12:05:41, 12:05:51, 12:06:19, 12:06:34, 12:06:43, 12:06:56, 12:07:17, 12:09:07, 12:19:13, 12:19:19, 12:20:08, 12:20:09, 12:22:51, 12:23:25, 12:23:48, 12:23:58, 12:24:17, 12:25:07, 12:25:46, 13:02:42, 13:41:38, 13:42:07, 13:42:34, 14:01:25, 19:11:40, on 02/26/2022 at 11:03:52, 11:04:10, 11:09:07. No unexpected failed battery test, low battery, replace battery, replace battery now, power loss, nor insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found corrosion on the battery tube. Customer alleged for power loss alarm was confirmed. Moisture damage was confirmed due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section. The information related to health effect- clinical code and component code has been updated and provided in h6 section of this report.

Event description:
It was reported that the insulin pump was return for analysis.